Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the doors 1 to 4 had hasps that rubbed or hit the chassis while closing. A field service engineer relocated the tower to check for floor leveling issues and adjusted the leveling feet, but the root cause couldn¿t be identified. Upon inspecting the door 8, doors 1-4 had misaligned hasps. Chassis levelers were adjusted with minimal improvement. Two hinge plates were found broken internally, preventing proper door attachment. Hasps were repositioned, improving closure. Replacement hinge plates were needed. The station was operational with all drawers and doors closed, and no failure icon present. Medication was inventoried from the tower, and a low-hanging door was noted. The hinge was replaced by removing rivets and installing a new hinge. The customer recovered the tower door and inventoried meds. Station functioned properly. The system functioned as intended after the field service engineer repaired the device.